Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 25-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine via an implantable pump for non-malignant pain. It was reported the patient was admitted to the hospital while out of town.  The patient was experiencing overdose symptoms.  The pump had been placed on minimum rate prior to the patient leaving town.  The patient took prescribed opioids and was admitted to the hospital soon after.  The patient's managing healthcare professional (hcp) requested for the pump to be drained while the patient was out of town.  The pump was not drained until the patient returned from out of town.  The hcp attempted a catheter dye study but the catheter would not aspirate successfully.  The study was aborted and the pump was drained and filled with preservative free normal saline. It was unknown if the issue was resolved at the time of this report. On (B)(6) 2021, additional information was received from the manufacturer representative (rep). The rep was asked if the cause of t he failed aspiration had been determined and the rep answered no. The actions taken to resolve the issue was that the patient had their pump drained and filled with preservative normal saline until the cause of the patient's symptoms was determined.